Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the sensor kept going off and there was no flow. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in used condition. No disposable alarm messages were observed in the event history log. The investigator was unable to replicate the customer reported product problem (constant sensor activation/lack of flow). No problem was found with the sensor or the flow of the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The upstream and downstream sensors were replaced as a preventive measure.